Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). Field service rep evaluation: the field service engineer (fse) went on-site to evaluate the suspect device. The field service engineer (fse) cycled the device on and duplicated the customer event, isolating the issue to an internal fault within the user interface module (uim). The fse replaced the uim and performed the operational verification of the device, returning it working to service specifications. Failure investigation: the carefusion service group received the suspect user interface module (uim) for investigation and repair. The service group performed power cycle on routines in the user mode, uim functionality testing, and the touch screen calibration, in which the device passed all testing. The reported issue could not be duplicated in the laboratory setting. No component failure was identified therefore no root cause could be determined.

Event description:
The customer reported an unresponsive touchscreen display on this avea ventilator. The customer stated no patient involvement with this event.